Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was cracked and there was moisture found there. It was also reported that the user was unable to tighten the battery cap to the pump and there was no power in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/03/2016 with the following findings: during investigation, the pump was found to be unresponsive. The audible tones and vibration alerts did not function and the display was blank upon battery insertion. The battery compartment was observed to be cracked from thread area to case seal; there was evidence of moisture contamination inside battery compartment and underside of battery cap. A leak test showed a leak at the battery compartment crack. The pump case was removed and there was evidence of moisture contamination found inside the pump. Further testing was not able to be performed due to internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.